Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 180 and unexpected restart were due to a software problem. The device was serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. This resulted in the unexpected restart of the device. There was no patient injury reported as a result of this incident.